Event description:
It was reported that the patient's ipg was approaching end of life and that their lead had migrated. It is unknown which lead migrated. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted and replaced to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.